Manufacturer narrative:
Based on the information provided, the risk assessment for the lucia product, and based on our experience and other complaints that have already been resolved, we have determined that the following factors may have caused or contributed to the damaged haptic issues, are but not limited to: · improper folding of the lens. The lens should fold "u" during the advancement of the plunger. In some cases, misplacement of the lens may occur within the cartridge when adding ovd, the cannula may catch the edge of the lens or haptic; thus, removing the lens off the "track." This causes the lens to not eject correctly, resistance being felt or appear to become stuck. · inadequate application of ovd. The IFU asks for generous amount of ovd to be applied, which covers the lens and the blue cushion. If ovd is not placed on the blue cushion advancement of the plunger, it may be inhibited by high frictional force and appear to become stuck. · dwell time after preparation: the IFU recommends that after the lens is advanced into the conical section, the lens must be injected immediately. Dwell scenarios where the lens sits in this position for a prolonged time prior to injection may lead to stuck iol issue. Viscoelastic materials may lose their lubricity if allowed to stand too long. For 621p- dwell time after preparation: the IFU indicates that after you cover the whole lens and blue plunger tip with a generous amount of ophthalmic viscoelastic, avoid touching the lens and blue plunger tip. You are to close the lid of the iol chamber, and allow the lens to remain in this position until the surgeon is ready to implant it into the eye. Then you are to advance the lens to the intermediate position. Gently press the plunger forward until an audible "click" is heard. The IFU gives the following statement: "important: the lens should be implanted immediately. Dwell scenarios where the lens sits in this position for a prolonged time prior to injection may lead to stuck iol issue. Viscoelastic materials may lose their lubricity if allowed to stand too long. "

Event description:
On (B)(6), 2023 the doctor had a complication with a 621p iol in which the haptic broke during insertion of the iol. It was stated by the customer that there was no damage noted to the device during preparation for use. Upon insertion of the lens, the delivery device was about to be removed when the view of the haptic was detached from the optic. At this time, the doctor removed the delivery device and began to remove the haptic and lens. The customer stated there was a delay in removal of both the haptic and the optic. The lens was successfully removed with no complication. The lens was replaced with another zeiss lens.